Event description:
A malfunction was reported by the caller, indicating an issue with the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully followed these steps as the malfunction did not recur.